Event description:
Pt had an anaphylactic reaction while undergoing a cystoscopy procedure with a scope that had been disinfected in disopa solution. Upon removal of the scope that pt experienced body-wide rash, cyanosis and hypotensive. It is reported that pt has recovered.